Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: will not be returned to manufacturer.

Event description:
Caller reports that during a (B)(6) study the following coaguchek xs pro/laboratory results were obtained: 2.5 inr/2.0 inr no actions taken based on device result. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.